Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to reach the lesion with a taxus express2 2.5 x 8 mm drug eluting stent. However, the taxus stent was unable to cross the lesion. The undeployed stent was retracted through the guide catheter and removed form the patient's body. The physician then used the same taxus express2 2.5 x 8 mm drug eluting stent back down into the guide catheter, however, the stent back down into the guide catheter, however, the stent struts were stuck at the tip of the guide catheter. No patient complications or injuries were reported. Patients status is reported as "satisfactory/good".